Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the clip applier was placed on the vessels and fired. The jaws locked on the tissue and had to be cut off to remove the device from the vessel.